Event description:
The customer reported that the threshold suspend function of her insulin pump was activated by a sensor reading that was 60 points off from her blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.